Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6) 2010. According to the complainant, the active tone was not audible during power delivery. However, the account noted that the cable fault alarm was audible if the cable fault circuit was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Correction: following the procedure, the clinical engineer at the account resolved the active tone issue by repairing the volume switch on the unit. The unit was tested after the repair, at which time all system alarms were reported to be audible. The account is retaining the unit and returning the unit sent as a replacement.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure performed on (B)(6), 2010. According to the complainant, the active tone was not audible during power delivery. However, the account noted that the cable fault alarm was audible if the cable fault circuit was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event.